Manufacturer narrative:
Method: device not returned. The device history record (DHR) review is in progress. The device will not be returned because it remains implanted. Additional records and patient history have been requested but have not been received. Patient reportedly has had a history of renal failure which may contribute the early calcification of the bioprosthetic device. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
As reported, this patient underwent valve-in-valve surgery approximately 2 years 9 months (33.43 months) after implant of a perimount valve due to calcification. The patient did very well and was discharged on post-operative day 3. Valve is not available for return and evaluation because it remains implanted. Per follow up with the health care provider, the patient has chronic renal failure and that is the reason why the valve got so quickly calcified.